Event description:
It was reported that the patient received an alert for non sustained lead noise due to myopotential oversensing. Later, via a remote transmission, another non sustained lead noise was noted. Programming changes were recommended. No further information is available at this time.